Manufacturer narrative:
Correction for section b5 and h6 : the report has been updated to serious injury from malfunction as the patient was presented to the hospital for a lead revision in addition to a implant procedure.

Event description:
It was reported that the patient presented to the hospital for a scheduled lead revision. It was noted that the patient's right atrial (ra) lead had an impedance anomaly. During procedure, the physician was unable to implant the new ra lead due to patient anatomy and the existing ra lead was left intact to be used. The patient will be re-scheduled for a new lead implant procedure and the clinic will continue to monitor the patient. The patient was in stable condition throughout.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. The patient's right atrial (ra) lead was noted to have an impedance anomaly. The clinic will continue to monitor the patient and no intervention was performed. The patient was in stable condition.